Event description:
It has been reported to philips that the geometry pc did not power on successfully and therefore movements would not be possible. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and found that the geometry pc didn't start. Review of the log file confirmed the reported malfunction. The fse restarted the system but the issue persisted. The fse examined the system further and found issues with the bios (built in operating software) battery. The fse replaced the bios battery to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.